Event description:
An altitude alarm was reported for the customer's pump, and the customer's blood glucose level was not adversely affected as it remained within an acceptable range. The customer initially had their insulin suspended due to the altitude alarm; however, after contacting technical support, they were instructed to remove obstructions from the pump's speaker holes, clean them, and perform a series of steps to resume insulin delivery. After following these instructions and waiting the required time, the pump resumed normal operation, and the altitude alarm did not recur. Technical support also provided the customer with tips to prevent future altitude alarms.